Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother stated that the history files did nor reflect all of the bolusing that the customer performed on the day of the event. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.